Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and small tear over the valve casing in the silicone housing was noted. This could be due to one or more of the patient¿s falls. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: the device was originally implanted via v-p shunt in 2004. Doi and the initial setting pressure were unknown. It was noted that the patient fell down frequently and the ventricles of his brain became large in (B)(6) 2014. The surgeon tried to set the pressure lower than 140mmh2o but couldn't. The setting pressure could not be changed even by neodymium on (B)(6) 2014. Therefore, the revision surgery was conducted on (B)(6) and the device was replaced to 82-3842 at 120mmh2o. The setting pressure of the removed valve was 140mmh2o.